Event description:
It was reported when using the bd pegasus yel 24gax0.75in prn-capy there was leakage. The following information was provided by the initial reporter. The customer stated: "the head nurse of internal medicine gave feedback that the septum of indwelling needle would leak when disengaging the needle after puncture."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pegasus yel 24gax0.75in prn-capy there was leakage. The following information was provided by the initial reporter. The customer stated: "the head nurse of internal medicine gave feedback that the septum of indwelling needle would leak when disengaging the needle after puncture."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 11/15/2021. H6: investigation: a device history review was conducted for lot number 1152551. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to aid in our investigation. Our engineers subjected the device to leakage testing and found the device to operate normally, detecting to signs of leakage, flow rate obstructions, or other abnormalities. Unfortunately with out the ability to observe the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.